Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One month following implant, the patient presented to the hospital with a pericardial effusion. The effusion was resolved by a pericardiocentesis. The patient's condition is stable.